Manufacturer narrative:
Follow-up #1: date of submission: 04/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/04/2016 with the following findings: review of the black box data revealed evidence that one of the voltages became stuck after an alert, which may have contributed to a temperature issue. The voltage subsequent dropped suddenly from 1.62 v to 1.52 v. On investigation, the ez-prime steps were completed correctly and all electrical currents were measured to be within specifications. No overheating occurred during the investigation. No errors, alerts or warnings occurred during the investigation. The pump was opened for further investigation and did not reveal any damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the ¿temperature¿ complaint; however, black box data revealed evidence that supports the possibility of a temperature issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.